Event description:
A malfunction alarm was reported with code malf 0. The customer's blood glucose level was reported as 7 mmol/l, which is within normal range. Technical support provided information to reset the pump and assisted the customer with the process. The malfunction code did not recur after the reset, and the customer was advised to call back if the issue reappeared.